Event description:
It was reported that patient had presented in the hospital for unrelated reasons and had been connected to a telemetry monitor. It was discovered that a vf episode was not detected and therapy was not delivered. Consequently, external defibrillation was administered to the patient. It was also noted that r-wave sensing had been low during previous few interrogations. The device was reprogrammed. The patient was moved to the ICU for monitoring. No further intervention will be done.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.